Event description:
Loss of osseointegration, primary stability was achieved, implant wasn't completely covered with bone, no thread tap used, xerostomia, immediate implantation, mobility. Patient has severe osteoporosis.